Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, the customer received a power source alert while charging the pump with the wall adapter. The pump was able to be charged with an alternate wall adapter. The customer's blood glucose was 130mg/dl. The customer continued to use the pump for insulin therapy.